Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective vga board to address the reported problem.

Event description:
The customer reported display is blurry. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.